Event description:
Procedure: ni. Reportedly, the surgeon was using a non-insulated tip. The surgeon used his finger to retract while using the device. The device sparked/arced at the electrode junction causing a small burn to the buccal mucosa on the lip of the pt. No treatment is being given for the burn.